Event description:
The customer contacted stryker to report that their device failed to sense the defibrillation electrode connection. In this state, the device may not be able to deliver defibrillation therapy if it was needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The customer informed stryker that they were able to resolve the issue by connecting a set of pads they had used previously. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker sent a replacement set of defibrillation electrodes to resolve the issue. Stryker evaluated the returned defibrillation electrodes and was unable to duplicate or verify the reported issue. The device remains in use with the customer. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device failed to sense the defibrillation electrode connection. In this state, the device may not be able to deliver defibrillation therapy if it was needed. There was no patient involvement reported with the event.